Event description:
It was reported that a patient had an infection/local cellulitis at the generator site which was treated with antibiotics. The DHR for the lead and generator were reviewed and sterility prior to shipment was confirmed. Good faith attempts to obtain additional information from the treating physician have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Results: review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.